Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert and button was not responding. The customer¿s high blood glucose was 399 mg/dl. The customer was treated with the manual injection. Customer stated that they had received a low battery alert prior to the off no power alert. New battery resolved the issue. The customer reported that insulin pump button was not responding after at a specific menu button. The customer had an active alarm in the insulin pump which may be the cause of button presses issues. The customer was not wish to troubleshoot high blood glucose. The product will not be returned for analysis.